Manufacturer narrative:
(B)(4). The abbott vascular returned goods lab received the 6.0x80 supera with its tip separated, confirming which device had the tip separation. No additional information was provided. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, 90% stenosed, de novo lesion in the 3 to 5mm diameter mildly tortuous right superficial femoral to popliteal artery. On (B)(6) 2017, after pre-dilating the lesion with a 3.0x120mm non-abbott drug-eluting balloon at 8 bars for 2 minutes, and a 5.0x200mm armada balloon at 16 bars for 1 minute, two supera veritas (5x80 and 6x80) self-expanding stent systems (sess) were unpackaged and prepped per the instructions for use, with no damage noted to the device. The two stents were advanced without issue and deployed without difficulty, with the most distal stent (5.0x80) placed 1st. The delivery systems were then withdrawn without difficulty, resulting in 0% stenosis. While stent deployment was confirmed under strict fluoroscopy prior to delivery system withdrawal initiation, the delivery systems were not withdrawn under fluoroscopy. Post-intervention angiogram revealed that while the stents were completely deployed and did not move from their deployment location, a separated supera delivery system tip was visualized distally; the separated tip remained secure in the vessel wall, but was not embedded and not free-floating in the vessel. It is reportedly unknown which device the tip separated from. As the patient condition remained hemodynamically stable, with no adverse sequelae, the tip was left in the vessel. Reportedly, the thumbslide may not have been locked when withdrawing the delivery system. There was a delay, but the delay did not result in a health impact. Future follow-up with the patient is scheduled in two weeks to determine if possible minimal surgical intervention is needed for removal of the tip.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The tip detachment was confirmed. In this case, it is likely that failing to retract the thumbslide and lock the system lock contributed to the tip detachment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the supera instruction for use states: under fluoroscopy, remove the device from the guide wire and evaluate the improved luminal quality of the treated area. The investigation determined that the tip detachment was likely attributed to user error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received regarding the patient's follow-up visit post procedure. There will be no additional intervention for the detached tip because examination confirmed good blood flow in the vessel and the physician decided against further intervention due to the patient's age. No additional information was provided.